Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: customer does not have the mh-948, air/water channel cleaning adapter and is not able to perform the flushing the air/water channel at the bedside as indicated in the olympus reprocessing manual. The endoscopy support specialist provided a reprocessing in-service or reprocessing training to the user facility staff. The endoscopy support specialist provided the user facility staff with two precleaning posters to attach to the carts for reference when performing the precleaning steps at the gi techs request. The event can be prevented by handling the device in accordance with the following instructions for use: evis exera ii gif/cf/pcf type 180 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inservice, the olympus endoscopy support specialist (ess) reviewed all of the precleaning steps including the use of the mh-948 (air/water channel cleaning adapter), answered questions and emailed nurse manager, maria pickett the attendance, completed on tracks and provided the part number for the adapter. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus endoscopic support specialist (ess) was performing an in-service and found the staff did not have the air/water channel cleaning adapter and were not performing all of the precleaning steps as indicated in the olympus reprocessing manual. There were no reports of patient infections or injuries.